Manufacturer narrative:
Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction or deficiency reported for the event. Therefore, the completion of a clinical investigation is not warranted at this time.

Event description:
Additional information related to this file was received via voicemail on 15/aug/2019 and email on 19/aug/2019. The patient¿s peritoneal dialysis registered nurse (pdrn) confirmed that the patient was admitted to the hospital on (B)(6) 2019 for reasons (diagnosis not provided) unrelated to pd therapy or the liberty select cycler. The patient was transferred to a rehabilitation facility on (B)(6) 2019 and discharged to home on (B)(6) 2019. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. The cycler underwent and passed a system air leak test, valve actuation test and a patient sensor check. A review of the device manufacturing records was conducted by the manufacturer. The simulated treatment pre-accelerated stress test (ast) 15 minute 1000 ml test passed. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical review: on (B)(6) 2019, this male patient contacted fresenius technical support for a patient pressure not constant warning and stated that they had been in the hospital. No further information was obtained related to the hospitalization. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction or deficiency reported for the event. Therefore, the completion of a clinical investigation is not warranted at this time. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact for a peritoneal dialysis (pd) patient contacted technical support for assistance with a pressure not constant alarm. During the call, the patient contact reported that the patient had been in the hospital for a while and is back home to use the cycler. No further information was obtained related to the hospitalization. There was no report of a serious injury, patient death, or other adverse event related to a fresenius product. Multiple attempts have been made requesting additional information, however to date has not been received.